Manufacturer narrative:
Upon review, the issue should not have been submitted as a medical device report (MDR) as the device was determined to be operable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated.

Event description:
It was reported that patient lost therapy as the ipg reached end of service (eos). It is unknown if the ipg depleted prematurely. As a result the ipg was explanted and replaced to address the issue. Stimulation therapy was reportedly restored postoperatively.